Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the battery compartment was cracked. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged cracked case issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:the battery compartment was observed to be cracked during investigation. There was no power loss and no evidence of moisture was found in the battery compartment. Unrelated to the complaint, the pump powered on with a dim and discolored display screen. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.